Event description:
The customer observed discrepant calcium results for one patient while using the architect c8000 analyzer. The following data was provided (in mmol/l): initial 1.37, repeat 2.43. The customer uses a normal range for calcium of 2.10 to 2.55 mmol/l. Abbott service was dispatched and the smartwashes were increased, after the sample, r1 and r2 needles were replaced.

Manufacturer narrative:
The suspect medical device was changed from the assay (clinical chemistry calcium ln 03l79-21 lot 84871un12) to the instrument (architect c8000 analyzer ln 01g06-11 sn (B)(4)) on july 2, 2013 (as updated). Both the instrument and assay are manufactured at the same site ((B)(4)). The customer performed troubleshooting with no resolution. Abbott field service visited the customer and replaced the mixer to resolve the issue. On july 15, 2013 the product investigation of the customer issue was complete. The investigation included a review of historical data, device history record review, a review of labeling and service to the instrument. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Replacement of the mixer on the architect analyzer resolved the issue. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).